Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es remote manager had constantly failed. The customer stated that when the user tried to issue medication to a patient, it caused a malfunction, but there was no delay in the patient care workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had constantly failed due to damaged latch. A field service engineer replaced the latch and harness to resolve the issue. A field service engineer checked connections of bus cable at comm sled, harness & interface board. The system functioned as intended after the field service engineer repaired the device.